Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 750 mg/dl. Customer had symptom of nausea, body ache and chest pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip and insulin pump. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, customer reported that cannula was bent. Customer declined high pressure test. Customer was advised to change infusion set, reservoir and insulin and to call back should issue persist.